Manufacturer narrative:
Qn#(B)(4). The device history record of batch number 74d2002462 that belong to catalog number a-6000-08lf (pe adult-ped dry/ wet lf) has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications.

Event description:
Drain with air leak. Patient was refitted with a new drain with lot #74d2002462 and the air leak resolved immediately. When suction was applied with clamp in situ, the water seal dropped from 0 to +2. Reporting that bubbling was present in chamber. Red connector was checked; demo sample conducted to validate the seal. This did not rectify the issue. Connections above and below connector trialed. Bubbling stopped when clamped above red connector proximal end closest to chest drain.